Manufacturer narrative:
Customer complaint from a portuguese client: during the surgical operation, the surgeon noticed that the screw length did not match the label. After investigation, we found that a mix-up between 2 screw lengths had been created during their manufacture. Following the traceability exercise carried out, we confirm that only 16 screws were sent to our customers, but no screws were sent to the USA. All nc screws have been quarantined at our customers' premises; these screws will be replaced. Our internal stocks are secure. Our analysis is ijn progress to identify the root cause and implement the action plan to eradicate this defect.

Event description:
Currently on a surgery of doctor, we opened an implant peca size 42 and 3.0. But the implant in the box is wrongly packaged and is actually a 30.